Event description:
It was reported after using bd vacutainer® ultratouch¿ push button blood collection set, blood pools in the hub of the device before leaking out of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.a. Medical device type: jka. D.2.b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.